Manufacturer narrative:
A supplemental report is being submitted for additional information received. B.4, g.3, g.6 and h.2 have been updated. An addition was made to b.5. Investigation is ongoing.

Event description:
Additional information from the field clinical specialist revealed there was no indication that our 14 fr esheath+ interacted with the perclose preventing it from sealing properly. The 26 mm sapien 3 ultra valve exited the clear liner.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient was provided by the site. It was reported that the patient had ''mild'' tortuosity, no calcification, and a minimum luminal diameter (mld) of 8mm. While there were some regions under the reported mld, it is possible that the puncture site was distal to this region and the size of the vessel was above the mld for use of the 14f esheath+ (mld>5.5mm). Additionally, the reported resistance was at the ''distal end of the expandable section of the sheath,'' suggesting the hazardous situation occurred near the aortic bifurcation. Some calcification is present; however, with the report that ''the anatomy was not calcified or tortious,'' it is unable to determine if this was a contributing factor. The calcification present by the aortic bifurcation is the likely region where resistance and the alleged liner damage occurred. Calcification can physically interact with the sheath shaft and potentially weaken the liner. This interaction can promote non-axial alignment of the devices through potentially causing the crimped valve to interact with a weakened liner, resulting in damage. The complaints for inability to advance through sheath, liner punctured, and sheath liner strand were unable to be confirmed with no returned device or imagery of the complaint device. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It was reported that, ''during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 14 fr esheath+, the 26 mm sapien 3 ultra resilia valve became stuck in the distal end of the expandable section of the sheath. The valve exited at the seam, though not through the side.'' Follow-up information suggested damage to the liner but was unable to definitively confirm the type of damage (i.e. Puncture, strand). However, it was stated that ''the anatomy was not calcified or tortuous,'' and therefore, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Addition made to h.6: device code.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 14 fr esheath+, the 26 mm sapien 3 ultra resilia valve became stuck in the distal end of the expandable section of the sheath. The valve exited at the seam - though not through the side - and both the valve and esheath+ were removed together without difficulty. A new valve was successfully implanted. A vascular injury occurred at the large-bore femoral artery access site. Vascular surgery was consulted, and a cutdown to the common femoral artery (cfa) with a simple repair was performed. The perclose device failed to seal. According to the field clinical specialist, there were no issues during removal of the delivery system or esheath+. The insertion angle was not steep, vessel tortuosity was mild, and the minimum luminal diameter was 8 mm. No other edwards lifesciences devices were damaged. The device was discarded and will not be returned. The cause of the resistance remains unknown. No additional patient complications were reported.